Manufacturer narrative:
Additional patient information received, reference section a.

Event description:
The customer contacted physio-control to report that their device turned off multiple times while printing a 12-lead report. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue.

Manufacturer narrative:
Section h10 additional mfg narrative of supplemental medwatch report 001 indicated: during evaluation by physio-control of the device download data, it was observed that the batteries were very low at the time of the reported issue. Physio replaced the batteries and was unable to duplicate the reported issue. The root cause of the unexpected loss of power is unknown but it is suspected that the low battery charge may have contributed. Section h10 additional mfg narrative of supplemental medwatch report 001 should indicate: during evaluation by physio-control of the device download data, it was observed that the batteries were very low at the time of the reported issue. Physio replaced the battery pins and was unable to duplicate the reported issue. The root cause of the unexpected loss of power is unknown but it is suspected that the low battery charge may have contributed. The change made indicates that battery pins were replaced, rather than batteries.

Event description:
The customer contacted physio-control to report that their device turned off multiple times while printing a 12-lead report. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue.

Event description:
The customer contacted physio-control to report that their device turned off multiple times while printing a 12-lead report. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue.

Manufacturer narrative:
During evaluation by physio-control of the device download data, it was observed that the batteries were very low at the time of the reported issue. Physio replaced the batteries and was unable to duplicate the reported issue. The root cause of the unexpected loss of power is unknown but it is suspected that the low battery charge may have contributed.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Physio-control reviewed the device data and verified the reported issue. After unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device turned off multiple times while printing a 12-lead report. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue.